Manufacturer narrative:
The complaint was confirmed; there was a break in the screwgear. The root cause of the event could not be conclusively determined; however, was likely due to damage during shipping and/or receiving. The break was in the minor thread region of the screwgear, which may have been overlooked during initial inspection of the device. Film evaluation summary: the exact cause of screwgear minor thread damage cannot be conclusively determined from the pre-implant 3d recon report and the still photo returned. The image of the original packaging was not provided. It was unclear if there was shipping/handling damage to the original packaging that could potentially contribute to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. It was reported that during the implant procedure the endurant stent graft body deployed and when the thumb wheel was going to be turned to release the suprarenal struts the back-end was broken and separated from the rest of the deployment handle. The physician deconstructed the handle and manually deployed the tip capture release and the stent graft was successfully deployed. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.